Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep changed the workstation address to make it compatible with the clients network. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not retrieve the cine runs. No pt injury was reported.